Event description:
It was reported that the pt underwent a vaginal hysterectomy and sling procedure in 2003. At the 8-week examination, exposure due to probable mesh erosion was noted. The physician repaired the suture line seven weeks later, a portion of the mesh was excised two weeks after. Physician feels that the mesh eroded through the vaginal mucosa.